Event description:
It was reported that during the course of a surgical procedure, the tip of the device broke when pressure was increased. The pieces did not fall into the surgical site. There were no adverse consequences related to this event.

Manufacturer narrative:
The device will not be returned to the manufacturer for eval.